Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the issue were that the patient couldn't get the device to charge fully, they had hardware in their neck, and they had sleep apnea. The patient said they used ice packs and had injections from the hcp. They also called a rep and set up an appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient received the implant for headaches and neckaches and the lead is implanted in her neck. The patient had been experiencing weird headaches for the past four days prior to the report ((B)(6) 2019) and thinks that she needs a reprogramming session. The patient has a dull headache. When she gets really bad, she cannot move her neck. The patient has tried the different groups; however, that has not helped. There was no trauma or activity noted to have contributed to this. The patient received an injection on (B)(6) 2019 which helped a little. The patient noted that it has taken a while to find the ideal setting to manage her pain. The patient was told at a previous reprogramming session (about six months prior to the report), that one of her ¿leads¿ was not working, so they programmed around it. Additional information was received from a manufacturer representative on 2019-sep-27 regarding the patient. It was reported that the patient was experiencing pain and did not feel like stimulation was helping. There were no environmental or external factors notes which may have caused or contributed to the event. The patient met with a manufacturer representative on (B)(6) 2019. An impedance check showed an open circuit on electrode #1 with an impedance measurement of 40,000 ohms. Electrode #1 was turned off as an intervention, and the manufacturer representative reprogrammed around electrode #1. No surgical intervention was planned or performed. It remains unknown if the issue was resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290; lot#: serial#: (B)(6); implanted: on (B)(6) 2017; product type: lead; product ID: 977c290; lot#: serial#: (B)(6); product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t experiencing therapeutic relief and the patient was reprogrammed on (B)(6) 2019. The rep reported that no further diagnostic tests were done. The rep reported that it wasn¿t known what caused the high impedance. The rep also reported that the cause of the lack of therapeutic relief was unknown. It was unknown if the new programming resolved the issue. No further complications were reported.